Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead not implanted for unknown reason. Despite efforts it was not possible to obtain the reason this lead was abandoned. No adverse patient effects were reported.